Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert posted to the physician website, for a this right ventricular (rv) lead, for a single episode of high, out of range shock impedance (greater than 125 ohms). The rv lead remains implanted. No adverse patient effects were reported.